Event description:
It was reported that device fracture occurred. The target lesion was located in the calcified left anterior descending artery. Following dilation with a 2.5 balloon, the 10mmx2.75mm wolverine coronary cutting balloon was delivered. When pressure reached 6 atmospheres, the device fractured. The device was withdrawn and the procedure was completed with another of the same device. There is no patient complications reported. It was further reported that 80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. Also, it was indicated that the physician only said the device was fractured, no exact break part was mentioned.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was solidified blood and media in the inflation lumen and inside the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that device fracture occurred. The target lesion was located in the calcified left anterior descending artery. Following dilation with a 2.5 balloon, the 10mmx2.75mm wolverine coronary cutting balloon was delivered. When pressure reached 6 atmospheres, the device fractured. The device was withdrawn and the procedure was completed with another of the same device. There is no patient complications reported.